Manufacturer narrative:
A ge healthcare service representative corrected the issue by using new screws to remount the pole. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a metal pole, which holds the anesthesia device's monitor, detached from the device. There was no report of patient involvement.